Event description:
Device malfunction: partial deployment. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that some resistance was felt while advancing the xceed stent delivery system during a stenting procedure in an unspecified vessel. The physician ultimately reached the target lesion and attempted to deploy the stent; however, the stent would not fully deploy. The physician removed the xceed delivery system and the partially deployed stent from the anatomy. A second stent was used to complete the procedure without incident. There was no reported adverse pt effect. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.